Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the final investigation. Updated fields: b6; d4; d8; h2; h6 and h11. The device was culture tested positive by the customer. Olympus provided the following result of the culture test, performed at the third-party lab: sampling date: (B)(6) 2025, sampling from: not provided , colony forming unit (cfu): not provided, bacterial identification: pseudomonas, the device was retested by the customer, and it was negative. The retest results were not provided by the customer. Based on the results of the investigation, a root cause could not be determined. Based on the data provided, there is no correlation between the device status and cause of contamination. Customer had been experiencing persistent contamination (presumed biofilm) which could be mitigated by "enhanced reprocessing". Olympus subject matter expert assisted the customer to enact enhanced reprocessing whilst maintaining guidance from the manufacturer's IFU. After conducting enhanced reprocessing, the customer was able to achieve a negative culture result. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the scope tested positive for an unspecified amount of pseudomonas. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.